Event description:
Patient reported pain in breast and a upwards displacement of the implant. Subsequently, physician reported capsular contracture - baker grade iii. Subsequently, medical report identified "discomfort in the right breast due to inflammation and pain". Patient further reported, "suffered psychologic and moral damage until they got the prosthesis explanted due to the problems it caused them". MRI report identified ¿some folds are observed predominantly in the internal quadrants the biggest in the right¿, and ¿free peri prosthetic liquid predominantly in internal quadrants".

Manufacturer narrative:
Additional, changed, and/or corrected data: b2.

Event description:
Physician subsequently reported, implant rupture.

Manufacturer narrative:
Cont h6 health effect f2203 imaging required. Clarification to d9-date is when device photo was received. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade iii, ¿free peri prosthetic liquid predominantly in internal quadrants". Photo analysis visual analysis of the photographs identified: ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ migration: unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observation: ¿ red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported pain in breast and a upwards displacement of the implant. Subsequently, physician reported capsular contracture - baker grade iii. Subsequently, medical report identified "discomfort in the right breast due to inflammation and pain". Patient further reported, "suffered psychologic and moral damage until they got the prosthesis explanted due to the problems it caused them". MRI report identified ¿some folds are observed predominantly in the internal quadrants the biggest in the right¿, and ¿free peri prosthetic liquid predominantly in internal quadrants".